Manufacturer narrative:
PMA/510k: this product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, an x-ray revealed right ventricular (rv) lead dislodgement. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the dislodgement was a result of twiddler's syndrome.

Event description:
In addition to right ventricular (rv) lead dislodgement, oversensing was also observed on the rv lead.

Event description:
Additional information received indicated the right ventricular lead was revised. The patient was in stable condition following the procedure.

Manufacturer narrative:
Additional information: b1, b2, b5, h1.